Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that during the device replacement procedure, insulation breach was observed on the rv lead. Oversensing was also noted previously by remote monitoring. The lead was repaired with medical adhesive and suture sleeves. The procedure was completed with no complications.